Event description:
The customer reported that she had high blood glucose and had been in the hospital due to hypertension. Customer stated the belt clip and battery cap got lost in the hospital. Customer stated that she had a stent put into an artery in heart and upon discharged she noticed the belt clip was broken and battery cap was missing. Customer's blood glucose was 130 mg/dl and most recent blood glucose was 120 mg/dl. Customer stated that the insulin pump was working fine. Troubleshooting was done. Customer was wearing the insulin pump at the time of hospitalization and the cause of the hospitalization was due to coronary artery disease. Advised the customer that battery cap and belt clip would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).